Event description:
During surgery, surgeon applied two clips. Clips twisted vessel with a scissoring effect. Clips immediately removed without resulting injury. Two more clips applied with success. MFR would like release of clips for evaluation.